Event description:
During product evaluation, failure code 500 was found in the pump's event history . It is unk when the failure code occurred or if there was any pt injury or medical intervention necessary. No additional information is available.